Manufacturer narrative:
Initial reporter phone: (B)(6). The intellanav mifi open-irrigated catheter was evaluated by boston scientific. Laboratory analysis of returned product revealed that the device has the shaft partially cut/exposed and also present an electrical open in r1 and tracking issues in the rhtyhmia system, consequently confirming the reported clinical observation of tracking/accuracy issues. Analysis of returned product revealed that the device has the shaft partially cutted/exposed and also present an electrical open in r1 and tracking issues in the rhtyhmia system, it may be related with some other factors such as; handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity.

Event description:
The complaint is reportable upon investigation results; it was reported that during a radiofrequency ablation to treat an atrial tachycardia on the left atrium, an intellanav mifi open-irrigated catheter was selected for use. The catheter shook severely as soon as it discharged. It was further reported that the "shook issue" was a tracking/accuracy problem. No patient complications occurred. Device was returned to boston scientific for laboratory analysis. Upon device analysis, device was found to have the shaft partially cutted/exposed.